Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was lightheaded, dizzy, and had shortness of breath. The implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr) and is therefore inappropriate. It was also noted that the right ventricular (rv) lead had irregular v-v intervals. The device and lead remains in use. No further patient complications have been reported as a result of this event.